Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens in the patients right eye (od), and the patient presented with intraocular pressure of 50 mmhg, with visual disturbances. The peripheral iridectomies were open and the anterior chambers were deep centrally but the angles were narrow peripherally. It was determined the patient had a rare case of aqueous misdirection associated with the patient's anatomy that could not have been foreseen or prevented. The recommendation was to dilate pupils, start aqueous suppressant treatment and schedule removal of the icl. The intraocular pressure came down to the 20's and/or high teens in a few hours. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Event: the surgeon reported after follow-up with the patient, the patient is doing fine and his vision is back to normal, since he started using the intraocular pressure and cycloplegia drops. Claim # (B)(4).